Manufacturer narrative:
The customer reported that they are not getting the art parameter readings on the bedside and on the central nurse's station (cns). He states that he set up the art line on the patient and for some reason can see the parameter start to read, but out of nowhere it just zeros out. While on the phone he was able to swap out the transducer and was able to get readings, thus mitigating the issue. No harm or injury was reported.

Event description:
The customer reported that they are not getting the art parameter readings on the bedside and on the central nurse's station (cns).